Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. Two battery compartment cracks were observed. The returned battery cap was able to secure properly to the pump. Moisture was observed behind the pump¿s display screen. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a pump case crack was observed. Leak testing revealed a pump case leak. The display was distorted and further exercises could not be completed. The audio and vibratory alerts did not function.